Event description:
The customer reported on (B)(6) 2013 when he woke up his blood glucose was reading 300 mg/dl so he gave a bolus of 10 units of insulin and then he went to work. A couple hours later, his bg was still reading 300 mg/dl. Upon pod deactivation, he noticed the needle never retracted back into the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (failure to retract), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.